Manufacturer narrative:
An investigation was not possible because the product is not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to malfunction is only possible by an examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected malfunction is only possible with an examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported to aesculap inc. That a pprogav 2.0 (fx unknown) was implanted on an unknown date. According to the complainant the valve is occulded and needs to be explanted. Reportedly at the time this was communicated a revision surgery was scheduled to take place on (B)(6) 2024. Attempts were made to request the deivce and additioanl information regarding the event but have not been made available as of the date of this report. The adverse event filed under aic reference (B)(4).